Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure at 52,000 joules of use, the fiber was noted to be cracked inside of the glass. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome ok, no injury to the patient was reported.

Event description:
It was further reported that the first fiber was in use for 8:53 minutes and 52,334 joules were used. Total joules used to complete the case were 252 k.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits mild detritus adhesion and sign of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.